Event description:
It was reported that the patient was on a train when they had a syncopal episode due to an asystole. The patient was taken to the hospital and admitted. There it was found that the pacemaker was at eri (elective replacement indicator) and in backup mode but did not pace, the patient was near forty beats per minute. From interrogation of the device it showed a lead monitor warning and the pacing impedance was bigger than 9999 ohms. The device was explanted and replaced. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: nwj601347s: the device was returned and analyzed. Analysis revealed device:tantalum capacitor:leakage - unspecified. Longevity calculation based on the programmed settings indicated that even with the worst case scenario, the ipg (implantable pulse generator) did not meet the expected longevity. Implant time 52.1 month worst case scenario 65 months. Further review indicated that the ipg had reached eri (elective replacement indicator) (B)(6) 2012 and that post 3 months, (B)(6) 2012 the ipg had reached eol (end of life). Still a high current consumption cannot be excluded. (B)(4).